Manufacturer narrative:
Due to (B)(4) harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the interstim not working was a patie nt/therapy issue; the patient had been non-compliant with lifestyle changes, had been changing their settings on numerous occasions, had cancelled office visits, and failed to provide a new bladder diary. Actions/interventions taken to resolve the interstim not working included a ua/culture, numerous phone conversations, and notifying the patient of the need for an office visit and voiding diary. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the interstim was not working. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date was updated. Conclusion code was corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she was still having excessive and even more problems at night. The patient stated that the device worked for 3 weeks, then she started having more accidents at night. The patient reported that she went from waking up dry or damp to waking up soaked, and that this was onset was sudden. The patient reported that she can't hold it for 2 seconds and is a mess. The patient noted that on her right side, where the implantable neurostimulator (ins) is, she is having a sharp pain every once in a while. The patient noted that the sharp pain is above where the ins is. The patient stated that she has also been having back issues that she didn't have before implant. It was noted that the back issues and pain started on (B)(6) 2018. Prior to the call, the patient started on program 1 at 4.0. The patient reported that on program 1 she went up to 7 and it felt like paper clips were in her vagina. The patient changed to program 2 and had increased to 6, but didn't feel anything. The patient stated that she had to change her depends twice last night. The patient noted that she is drinking less liquid than she was before and before she wasn't having to change her depends at night. The patient noted that she hadn't had any falls, trauma or change in activity. The patient did not have access to a patient programmer (pp) during the call. Patient services reviewed to use the pp to check therapy status. The patient was redirected to follow up with their healthcare provider (hcp) to discuss symptoms and possible reprograming if all 4 programs are tried and they aren¿t getting a 50% or greater reduction in symptoms. It was noted that the patient has an appointment on (B)(6), and the patient asked to have a manufacturer representative there. The patient stated that they will call back for assistance changing programs. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported on (B)(6) 2018 that the patient was in a lot of pain, which got worse during the night. They were also having a lot of incontinence. It was noted that they had a history of back pain and sciatic problems. They also complained of bilateral numbness in their feet for the past month. The patient was changing their device settings on their own and, at one point, increased the stimulation to the point of extreme pain. At the time of the report, they were at 0.6 on a new program that they set up with a manufacturer representative (rep). They felt their incontinence was getting worse and their urge symptoms were getting worse. It was reported on (B)(6) 2018 that the patient was trying to cut down their pop intake and was drinking, mostly, lemonade. They turned the device off two days prior to the report and stated that their foot and back pain got 85% better. The urgency and leaking was also better. It was found that the patient had been on program 4 for a few weeks prior to this. It was reported that, on (B)(6) 2018 the patient rated 2/10 for the past three days. They continued to have an improvement with incontinence with the stimulator off. They also had bilateral lower back pain and bilateral foot pain. They also noticed some right knee swelling. It was reported that the patient had the device turned back on when they reported to the hcp on (B)(6) 2018. They received a cortisone shot for their pain and, since then, their toe and foot pain was better. They still had some incontinence at night, but noted it was better. During the day, there was a minimal loss of urine and they had no urgency like they had in the past.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient said she is having some pain where the ins is for 2-3 weeks. When patient first got the device it was great but now it has gone down hill. Patient said she is having extreme foot pain and is going to a neurologist on thursday; the foot pain started after the device was implanted. Patient said she had her knee replaced and had to have a shot of cortisone which relaxed her toes. The patient has been "peeing" like crazy again and is going through 2-3 pads a day for the last 2-3 weeks. The patient said she turned stim off for a couple days or longer and the pain at the implant site was about the same. Patient said she goes to massage therapy 3 times a week the person who does her manipulations said the pain is right where the incision is. Patient said her doctor asked her to keep a urine log, and is already working with doctor on symptoms. Patient services reviewed the option of adjusting stim and trying a different program. The patient couldn't find their programmer and was directed to a foundation to get a replacement. No further complications were reported/anticipated.